Manufacturer narrative:
(B)(4). A picture of the sample was received and the damage was observed. The cap was broken on the edge. This occurred while on the equipment that performs the iodine dosage put in the cap. It was determined this was caused by a manufacturing issue. According to manufacturing this is the first complaint received for this issue. The manufacturing facility has communicated this issue to their production and quality areas. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A picture is available is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report of a cracked/ broken minicap. The product has not been used on patients. There was no patient injury or medical intervention indicated at the time of the initial report.